Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed the clip assembly was detached from the device and the capsule tabs were locked in to the capsule. Additionally, the capsule was stuck in to the over-sheath and the over-sheath was partially withdrawn. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath attempted to be removed, as it was found to be partially withdrawn. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Correction: (investigation results) and (evaluation conclusion codes).

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first clip did not deploy and was removed. A second clip was used; however, the clip was difficult to deploy. Eventually, the clip successfully deployed, and the procedure was completed at this time. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 01, 2019. It was reported that the first clip fell off or misdeployed and was removed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first clip did not deploy and was removed. A second clip was used; however, the clip was difficult to deploy. Eventually, the clip successfully deployed, and the procedure was completed at this time. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the first clip did not deploy and was removed. A second clip was used; however, the clip was difficult to deploy. Eventually, the clip successfully deployed, and the procedure was completed at this time. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2019. It was reported that the first clip fell off or misdeployed and was removed.

Manufacturer narrative:
Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed the clip assembly was detached from the device and the capsule tabs were locked in to the capsule. Additionally, the capsule was stuck in to the over-sheath and the over-sheath was partially withdrawn. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath attempted to be removed, as it was found to be partially withdrawn. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first clip did not deploy and was removed. A second clip was used; however, the clip was difficult to deploy. Eventually, the clip successfully deployed, and the procedure was completed at this time. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 01, 2019. It was reported that the first clip fell off or misdeployed and was removed.